Event description:
Surgeon reported to our sales rep that during his t2 case, he tightened the strike plate with the spanner, but apparently when he hit the plate, it disassembled. Surgeon also reported that there were no complications or consequences. The item is being returned for further investigation.

Manufacturer narrative:
Na